Event description:
It was reported to philips that during the ops check, the device had a red x and was chirping. The customer requested remote service support. Upon evaluation of the device, the reported issue was not confirmed as no fault was found. The device remains at the customer site. Based on the conclusion of the investigation, it was determined that there was no fault found. After speaking with the customer, they had them perform another ops check with test load and the device passed all operational testing. Remote support advised customer to make sure users have the test load connected and not the external paddles when performing operational checks. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.